Event description:
The patient was burned. Pad burned patient. Faulty pad. Flagship inspected unit in july or august. Under pad was a burn on lateral side of knee. Pad was used 2 or 3 times. Pads intact. Wire leads were checked and ok'ed by technician from flagship. Machine was taken out of service. Patient seen by primary doctor and burn physician. Per trigger word form. They have had this device for 2 years and no other devices were used at the same time. They were using ifc 2 " square on the left knee approx 5x5 square in 4 p. Doneco brand electrodes used on same patient 3 other times with no incident. No discomfort during or after treatment. The electrodes were not placed on any open wounds or a rash. The device completed the cycle. Noticed the burns immediately upon removing electrode. It is still healing, third degree burns. They seeked medical attention. They used pre-set ifc setting on machine- no manual changes were made. Carrier frequency 5000. Lead wires were just checked / replaced in july did not specify if replaced. The electrodes were 5 inches apart. We do not have a stop button, but the patient was close enough to the machine to reach the turn off button. They used a preset interferential. The currents were placed in an x pattern with each electrode in a square around the knee 5 inches apart. 3rd degree burn on lateral side of knee, directly under pad. Machine is out of service now. Pad was used maybe 2 or 3 times. When leads were checked in july/august they stated the leads were all okay (technician from flagship). Patient went to his primary doctor who sent him to the burn unit outpatient doctor.

Event description:
Device was returned for inspection. Findings: packaging is in good condition. There is no significant damage or punctures. The top layer of cardboard is removed from large portions of the top of the box. This is a sign that tape was previously removed from the box. Product as it appears inside the packaging. Device is situated in the middle with the provided protective foam. Power cord and 4 lead wires are tucked down in the right side cavity. No electrodes were returned. No ultrasound wand was returned. Overall view of the power cord. The power cord is in less that ideal condition. There are various scrapes, cuts, gouges, and a dirty film throughout the length of the cord. Below is an image of two of the more significant damages where it appears that part of the cord was gouged out but not deep enough to reach wire. The dirty film was too dark to appear in a photo against the black cord. Lead wires as they appeared right out of the packaging. The image has been numbered to make discussing the individual lead wires easier. The first observation was that lead wire 4 is clearly more yellow in color than the other three leads. There are two main reasons the color would vary this significantly. First and most likely, lead wire 4 is a good deal older than the other leads and its age has caused a gradual yellowing of the outer sleeve. Second, lead wire 4 could have been exposed to different conditions/environments than the other three leads which caused it to yellow at a different rate. The serial tag has been removed from lead wire 4 so it is not possible to definitively identify the age of that lead or the cause of the yellowing. All leads have an amount of adhesive residue left on the length of wire causing dirt to accumulate there. None of the lead wires have notable damage to the wire length. In addition to the yellowing, lead wire 4 is also significantly damaged. There is a tear or cut where the wire meets the housing which leaves the wires exposed. The wire stands do not appear frayed or broken but the exposure alone is an issue and whatever event caused the exposure could have caused additional damage that is not visible. The returned trigger word form states "wire leads were checked and ok'ed by technician from flagship", but this lead wire is absolutely not in an acceptable condition to use per the user manual. There is visible damage in addition to this lead wire appearing to be old. There is a green substance around the wire strands and inside the hole. It's not clear if this is normal. Lead wire 4 has some substance along and all around the pin on the black wire. The substance does not feel like an indentation or cut, as the pin feels relatively smooth except for the tiny ridges in the pin's normal texture. The substance does not rub off. None of the other pins on any of the lead wires have this particular issue. From a microscope view of this pin, we can see very small scratches throughout as well as several "foggy" areas where the pin is less reflective. This foggy or cloudy substance is what we can see with the naked eye in the above pictures. It is still unclear if this is tarnish or electrical/heat damage. Below is an up close image of all the pins from all lead wires, with the lead wire number designation from earlier. Lead wires 1 and 3 look nearly new, with very little to no deformation of the housing. Lead wire 2 is a little dirty with some deformation of the housing. Lead wire 4 looks the roughest and most warn of the four. The device as it appeared out of the box. There is a scuff on the back of the device. This is the only cosmetic issue of note. All pins in all ports on the front of the device look normal and centered. However, there is slight damage to the usb port on the back of the device. The usb diagnostic port has significant wear. The bottom metal portion of the port is bowed out and the plastic pin, that ensures proper orientation of the plug, has been heavily shaved down. The usb diagnostic port, per the user manual, is only intended to be used by a trained technician for the purposes of diagnostic and repair. Fan appears in good condition on the exterior, but there is a significant amount of dust visible. There are no instructions in the manual for clearing the fan, so this would only amount to a sign of extended use. Device still turns on and appears to function. Touch screen accepts inputs and all therapy protocol screens are accessible. All buttons on the device appear to function normally. The compass quality department currently lacks the capability to conduct further testing on this device. Conclusion: a definitive root cause cannot be determined at this time, as additional testing cannot be conducted. However, if the lead wires returned are the lead wires used at the time of the event, it is very likely that this is the cause of the adverse effect. Lead wires that are a year old or more, under a year old but heavily used or poorly maintained, have visible kinks, or have visible damage hold a risk of transmitting inconsistent stimulation to the electrode. This can manifest as low stimulation, high stimulation, or choppy stimulation. As such, it is pertinent that the lead wires be checked often and handled with care. Lead wire 4 from this return poses a significant risk to the patient in its current condition. However, we cannot definitively determine anything at this time.